Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03432, 2134265-2018-03430, 2134265-2018-03431, 2134265-2018-03435. It was reported that foreign matter was found in the package. During unpacking of one 20x80/10fr uni plus 75cm and four 22x70/10fr uni plus 75cm wallstent® endoprosthesis, it was noted that there were smudges on the inner sterile trays. The devices were not used. The procedure was completed without complication to the patient.